Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. The occlusion alarms occurred with multiple infusion sets and insulin vials. The customer's blood glucose (bg) levels ranged between 105-350mg/dl. Manual injections were administered to address the elevated bg levels. Reportedly, the customer continued to use the pump for insulin therapy.